Manufacturer narrative:
This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: can you please provide the procedure date? Response: hcp cannot recall. Can you please confirm what was used to complete the procedure? Response: surgeon used another new suture from the same box to complete the closure. Can you please describe what was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue ¿)? Response: surgeon pull out the dislodged suture and continue the closure with another new piece of suture from the same box. Can you please describe what is the current condition of the patient? Response: hcp cannot recall. But there is no adverse event. Sales rep also mentioned the procedure in this event is laparatomy closure (urologist). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent a laparatomy closure on an unknown date in 2021 and suture was used. The needle dislodged from the suture during closure. The procedure was completed using a new like device and there were no patient consequences. Additional information was requested.